Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was given IV antibiotics. The patient was also treated with a wound vac. Follow up report indicated that the patient is recovering well and is looking forward to reimplant.